Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain and related esophageal spasms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure, small hernia repair, and linx device implantation occurred without issue on (B)(6) 2016. Patient began having chest pain in the recovery room after implant. Uneventful device explant due to pain and related esophageal spasms on (B)(6) 2016. Device found in correct position/geometry. According to the physician the patient is doing better after explant but still having some spasms.